Manufacturer narrative:
Ment rep reseated the camera cable and rebooted the system, and could not duplicate the issues. No further issues.

Event description:
A medtronic ent representative reported, the camera was working and suddenly went to black status. He unplugged and replugged both ends of the powercom cable while the system was powered on. The camera resumed function as normal and they were able to continue the case. No impact on patient outcome reported.